Event description:
It was reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cmos battery and reset system configurations. The system operates as intended.